Event description:
The customer contact reported a disconnection. The tubing set was connected to an unspecified device and was being used to delivery an unspecified solution. After an unspecified length of time in use, it was reported that there was a tubing leak. The customer contact reported the leak, "could have been from the tubing falling apart or something." There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add¿l info.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all info known by the reporter upon query by hospira personnel. (B)(4).